Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had migrated and dislodged both the right ventricular and right atrial leads as they were not properly fixated in the heart. Surgical intervention was performed and the device was repositioned and remains implanted and in service. No additional adverse patient effects were reported.